Event description:
The customer contact reported the piercing pin of tubing set punctured the blood product container. The unspecified tubing set was to be used to deliver an unspecified volume of leukoreduced red blood cells (lrbcs). The customer contact reported that after insertion of the piercing pin of the tubing set into the administration port of the blood container, the piercing pin punctured the blood container at un unspecified location. No specific details were provided. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if a replacement container of lrbcs was obtained and if the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.